Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and the ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). Therefore, this investigation will be assigned a probable cause of failure to follow instructions. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an explant procedure.